Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer received instructions to clean the pneumatic tap area of the pump, which helped them successfully reload the cartridge and resume insulin delivery.